Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue - short prime volume. Customer technical support (cts) reviewed the pump and the prime history confirmed a short prime volume. Cts advised patient to discontinue use of pump immediately and use backup plan until new pump arrives. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history showed no errors or alarms related to the event. During testing, the pump completed a rewind, load, and prime sequence with no problems. A cartridge was filled and recognized by the piston. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.